Manufacturer narrative:
Device eval summary: device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the belt failed incoming functional testing. The cause for test failures was open brown (-5v), blue (can l), red (can h), green (+3.3v) and yellow (pgnd) wires in the belt's trunk cable connector. The cause for the open wire was a damaged trunk cable connector. The root cause for the damaged connector was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the open wires. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing belt sn (B)(4), the belt failed the pulse lead hi-pot test and the fall-off test. The last pt to use this belt did not report any deficiencies.